Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: b3: event year is reported as 2020; however exact date of event is unknown. E1: updated reporter facility. H3, h6: investigation summary: investigation flow: damage. Visual inspection: the driving cap/threaded (part #: 03.010.523, lot #: l814080) was received at us cq. Upon visual inspection, it was noticed that the threaded distal tip was broken off at the most proximal end. The broken threaded distal tip piece was struck in the radiolucent insertion handle. No other issues were identified with the device. Device failure/defect identified? Yes. Document/specification review: the following drawing, reflecting the manufactured and current revision, was reviewed. Complaint confirmed? Yes. Conclusion: the complaint condition is confirmed for the driving cap/threaded (part #: 03.010.523, lot #: l814080) as the threaded distal tip was broken off at the most proximal end. While no definitive root cause could be determined, it is possible the device encountered unintended forces during its use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Also, based on the investigation findings pie-1565883 has been launched to address the identified issue on driving cap devices. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie-1565883. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: 03.010.523, lot: l814080, manufacturing site: bettlach, release to warehouse date: july 27, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is jnj representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the threaded portion of the insertion cap into the femoral recon nail inserter was broke off and flush into the radiolucent insertion handle during the final seating of the nail. No adverse events, but there was a five (5) minutes delay to assess and no fragments were left behind. Both the handle and insertion cap were both retrieved and available to return. There were two additional x-rays taken to confirm no small fragments. Procedure was successfully completed. There is no patient consequence. Concomitant device reported: radiolucent insertion handle frn (part# 03.033.001, lot# 3l47555, quantity 1), unknown nails: (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) driving cap/threaded. This is report 1 of 1 for (B)(4).